Manufacturer narrative:
Device two: cp390-2 (lot number: 04/12) mfg date april 2012. Device three: cp390-3 (lot number: 04/12) mfg date: april 2012. Device four: mco989 (lot number: 201202mf1) mfg date: february 2012. The device (part number mcen11) was evaluated and indicated that the tip of the instrument was bent. The coating was damaged and was torn in some areas. The tip of the instrument was probably twisted as a result of excessive force. The coating was probably damaged as a result of excessive friction against an abrasive surface. The areas where the coating has been torn may be the result of this abrasion or a burn by another electrical instrument. Cp390-2 and cp390-3 were evaluated, the coating were damaged at the forceps jaws. The coating were probably damaged as a result of excessive friction against an abrasive surface. This abrasion created a hole in the coating and a defect in the electrical insulation. Mc0989- the coating was damaged. The tip of the instrument was damaged. The coating was probably damaged as a result of excessive friction against an abrasive surface. The deformation observed in the tip of the instrument was probably the result of overheating. We recommend using the instrument within the power range indicated in the instructions, and to start at a low power and increase gradually. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
Four devices (part number mcen11, mco989, cp390-3, cp390-2) were returned to mxi service and repair.